Event description:
The cobas amplicor analyzer generated a series of instrument "flags" indicating that specific operating conditions were not within established limits. Despite the alert to the user, the customer still reported out the specimen test results. The alerts generated by the instrument were associated with thermal cycling or liquid level detection failures.

Manufacturer narrative:
The cobas amplicor analyzer operated as intended. The generation of alerts or "flags" are incorporated into the operation of the cobas amplicor analyzer instrument to help assure results produced by the instrument are valid. Instances where the test run is not valid are identified by the appropriate flag appearing on the test run printout and lcd panel. The package insert provided with the test reagents and the operator's manual provided with the cobas amplicor analyzer provide instructions to the users on how to handle operating and test result alerts.